Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline, insulin, and potassium and manual injections of insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.